Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove and insert could not be replicated in a testing environment as it was based on operational circumstances. The reported separated guide (sheath) and bent guide tube were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na.

Event description:
It was reported this was an arteriotomy closure of a minimally calcified right common femoral using the pre-close technique via a 6f sheath hole prior to an interventional valvuloplasty. The first proglide device was successfully pre-placed. Minimal resistance was met with the second proglide device, and as a result the device was twisted excessively upon insertion resulting in a bend in the guide tube. The device separated at the guide and metal part of the device upon insertion. The left common femoral artery was accessed in an attempt to snare the device; however, it was unsuccessful. Manual arterial compression was applied to assist with the bleeding. The interventional valvuloplasty procedure was aborted as a result. The patient was transferred to another facility where a surgical cutdown was performed to remove the device successfully. Hemostasis was achieved via surgical repair. No additional information was provided.